Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. A visual and functional assessment was performed which found that the device made an unusual loud grinding noise and the gear box was corroded and was not smooth to turn. It was further determined that the device failed for check trigger and electronic control unit (ecu) function and check oscillating frequency, minimum 12600-16000 oscillation/minute. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a laboratory testing, it was discovered that the battery reciprocator device was not working up to par while in use. During in-house engineering evaluation, it was observed that the device made an unusual loud grinding noise. This event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: device availability: the device availability was inadvertently documented as 6/27/2018 in the initial report. The date returned to manufacturer was corrected to 6/21/2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly.